Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager (cm) reported an external blood leak that occurred four hours and fifteen minutes into a patient¿s hemodialysis (hd) treatment. The blood leak was visually observed at the heparin connection when the line detached and the blood tubing separated. There was no defect or damaged noted on the lines prior to the occurrence of the event. There were no loose connections found or issues encountered during prime. The patient¿s estimated blood loss (ebl) was approximately 200 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient discontinued treatment and did not experience any symptoms or issues related to not completing treatment. The complaint device is available to be returned to the manufacturer for physical evaluation.

Event description:
A user facility clinical manager (cm) reported an external blood leak that occurred four hours and fifteen minutes into a patient¿s hemodialysis (hd) treatment. The blood leak was visually observed at the heparin connection when the line detached and the blood tubing separated. There was no defect or damaged noted on the lines prior to the occurrence of the event. There were no loose connections found or issues encountered during prime. The patient¿s estimated blood loss (ebl) was approximately 200 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient discontinued treatment and did not experience any symptoms or issues related to not completing treatment. The complaint device is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. It is noted that the sample was returned without its original packaging. A visual inspection revealed that the heparin line had separated from the red ¿t¿ connector on the bloodline. No solvent application was found on the red ¿t¿ connector port. A dimensional inspection was performed on the returned sample (which included the red ¿t¿ connector and heparin line), and the results were found to be within tolerance. This failure mode could be attributed to an improper assembly by the operator due to not following the work instruction, from not applying solvent correctly in the components during the manufacturing process, or due to a lack of solvent during the assembly of the components. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. Upon completion of the evaluation, the reported event was confirmed.

Manufacturer narrative:
Additional information: g1.

Event description:
A user facility clinical manager (cm) reported an external blood leak that occurred four hours and fifteen minutes into a patient¿s hemodialysis (hd) treatment. The blood leak was visually observed at the heparin connection when the line detached and the blood tubing separated. There was no defect or damaged noted on the lines prior to the occurrence of the event. There were no loose connections found or issues encountered during prime. The patient¿s estimated blood loss (ebl) was approximately 200 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient discontinued treatment and did not experience any symptoms or issues related to not completing treatment. The complaint device is available to be returned to the manufacturer for physical evaluation.